Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump blank display. The customer¿s blood glucose level was unknown. The customer stated that the pump alarmed did not stopped and screen was blank. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify e/a alarms due to blank-flashing white lcd.